Manufacturer narrative:
Battery (breaks during endurance test) defective, replaced. File clip (broken wire) defective, replaced. Housing upper part (gluing of the display screen loose), replaced. Charger not included. Tests and measurement test without errors.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient.